Manufacturer narrative:
This report is submitted on 3 july 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection below the abutment. Subsequently the patient was treated with antibiotics and a topical steroid and underwent skin revision to remove infected tissue and replace abutment.